Event description:
A trilogy 100 ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's flow sensor required replacement to address the issue. The device passed final testing.